Event description:
It was reported that the user experienced a temporary loss of dexcom g6 glucose readings on the ilet while readings continued on the dexcom mobile application, after which readings to the ilet resumed without intervention. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose management requiring medical attention and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a transient communication disruption between the cgm and the ilet that self-resolved, with no device alarms reported and no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent signal loss due to user or environmental factors.